Event description:
It was reported that the device cassette not attached properly. The event happened during a bench test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The reported problem was verified by functional test. The cause is the downstream occlusion (dso) sensor damaged. Replace the dso sensor to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.